Event description:
The event is reported as: before use, when checking, it was found that the connecting tube was broken.

Manufacturer narrative:
Device evaluated by MFR. At the time of this report, the device sample was not returned for eval.